Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. A 3.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. During pre-expansion, blood reflux was observed entering the lumen of the balloon catheter when vacuum was applied, indicating that either the balloon or the shaft had ruptured, compromising safe expansion. The device was not implanted and was immediately withdrawn, and another device was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis cannot be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. This conclusion code is based on the available information and the product record review conducted at boston scientific site. Based on the limited available information and lack of procedural detail it cannot be assessed at this time what may have contributed to the reported event.

Event description:
It was reported that balloon rupture occurred. A 3.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. During pre-expansion, blood reflux was observed entering the lumen of the balloon catheter when vacuum was applied, indicating that either the balloon or the shaft had ruptured, compromising safe expansion. The device was not implanted and was immediately withdrawn, and another device was used to complete the procedure. There were no patient complications. It was further reported that target lesion was 70-90% stenosed, moderately tortuous, non-calcified, and located in the proximal third of the left anterior descending artery. Additionally, the perforation was noted only when negative pressure was applied via the inflator, at which point backflow of air and blood into the inflation syringe was observed. Following the stent exchange, the procedure proceeded without complications, and the patient has since been discharged.